Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error ¿ipu: ippc memory 6, 5 and 1 problem occurred during post-frontal'. Review of the system log file showed that the frontal ippc memory has failed. The fse replaced the ip pc, hard disk, host pc and upgraded the software. The host pc and the ippc were returned for analysis. The analysis confirmed the malfunction of the host pc and identified that the failed component was power supply. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc and ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced an error of ¿ipu: ippc memory 6, 5 and 1 problem occurred during post¿ which could lead to a loss of imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.